Event description:
During a routine dental procedure the handpiece heats up and caused a burn on patient cheek. For medication it was used prescription chlorhexidine and antibiotic cream. Healing process is going well.

Manufacturer narrative:
The handpiece is being sent back and evaluated. There is a dent in the head at the 12 o'clock position that is impacting the friction of the bearing. A deformed handpiece head causes that rotating components grind against the head housing. This friction causes the handpiece to heat up quickly. The problem is clearly visible and audible. Damages of the housing like this could have been caused by the handpiece being dropped down. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.3, technical condition: a damaged product or damaged or not kavo original components could injure patients, users or third parties. Use the device and components only if there is no damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel. Carry out repair work: malfunctions: damage (e.g. Caused by being dropped); irregular running noise; excessive vibration; overheating; bur is not seated firmly in the handpiece. 6.1, checking for malfunctions: caution: overheating of the device. Burn injury or product damage due to over-heating. If the device overheats, stop working and have the service personnel repair the device.